Manufacturer narrative:
The reported events of noise and insulation abrasion were confirmed. A partial lead was returned for analysis in one segment. Internal insulation abrasion was noted at 6.8-8.6 cm from the distal tip. The etfe coating was abraded at this location. External insulation abrasion was noted at 43.8-44.2 cm from the distal tip consistent with lead friction to the ICD can. Another device or feature of the heart. The etfe coating was intact at this location.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed the patient's ventricular (rv) lead was over-sensing noise. The patient was asymptomatic. During the explant procedure, the physician noted insulation damage on the rv lead. The lead was successfully explanted and replaced. The patient was stable throughout.